Manufacturer narrative:
This report is submitted on jun 10 2021.

Event description:
Per the clinic, the patient experienced an extrusion of the device and wound necrosis which was treated with oral antibiotics. The implant remains in-situ.